Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("left tube: partial perforation of the second essure (unilateral, sacroperitoneal)") in a 41-year-old female patient who had essure (batch no. C26935) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "a second insert was placed while the first one was in fact there" on (B)(6) 2014. The patient's past medical history included multigravida (3 pregnancies), parity 2, c-section (two) and termination of pregnancy - elective (one). No previous significant diseases or pelvic inflammatory disease. Previously administered products included for an unreported indication: iud. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with genital haemorrhage, complication of device insertion ("x-ray showed two inserts in place with impression of perforation") and device deployment issue ("the delivery catheter remained stuck in the uterine tube - the first insert used on left side could not be released"). The patient was treated with surgery (diagnostic laparoscopy). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, complication of device insertion and device deployment issue outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device deployment issue and fallopian tube perforation with essure. The reporter commented: essure insertion was easy. A second insert was used on left side because the first insert could not be released. No hysteroscopic liquid loss superior to 1500cc. The procedure did not last more than 20 minutes. Patient had no complaints after insertion. Clinical consequences for the patient: laparoscopy and sick-leave for 1 week instead of returning to work the day after placement. Perforation occurred with spires after releasing, no organ or intra-abdominal structure was perforated. Essure on right tube was in correct position. A second confirmation test was not performed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: diagnosis of perforation hysterosalpingogram - on 5-feb-2015: perforation identified hysteroscopy - on an unknown date: diagnosis of perforation laparoscopy - on an unknown date: to check tubal perforation - result not provided x-ray - on 8-oct-2014: two inserts in place w/ impression of perforation the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 10-apr-2018 for the following meddra pt (excluding this case): fallopian tube perforation: 1119 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 6-apr-2018: questionnaire of uterine/tubal perforation with essure ¿ new reporter (pharmacist); medical history; drug history (iud); essure insertion details; previous reported events update (from "x-ray showed two inserts in place with impression of perforation" to "left tube: unilateral perforation of the second essure, sacroperitoneal"; from "during withdrawal of the delivery catheter, the latter remained stuck in the uterine tube and expanded/stretched with impression that the insert had remained on the catheter/ suggesting that essure had remained stuck and expanded on the catheter" to "the delivery catheter remained stuck in the uterine tube - the first insert used on the left side could not be released"; new symptom (bleeding); and imaging exams (CT scan, hysterosalpingogram, and hysteroscopy) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("x-ray showed two inserts in place with impression of perforation") in a female patient who had essure (batch no. C26935) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "a second insert was placed while the first one was in fact there" on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device deployment issue ("during withdrawal of the delivery catheter, the latter remained stuck in the uterine tube and expanded/stretched with impression that the insert had remained on the catheter/ suggesting that essure had remained stuck and expanded on the catheter") and complication of device insertion ("x-ray showed two inserts in place with impression of perforation"). The patient was treated with surgery (diagnostic laparoscopy to check on the absence of tubal perforation). At the time of the report, the fallopian tube perforation, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device deployment issue and fallopian tube perforation with essure. The reporter commented: clinical consequences for the patient: laparoscopy and sick-leave for 1 week instead of returning to work the day after placement. Diagnostic results: on (B)(6) 2014 x-ray: two inserts in place with impression of perforation. Diagnostic laparoscopy to check on the absence of tubal perforation (no result provided). Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and x-ray showed two inserts in place with impression of perforation. Diagnostic laparoscopy to check on the absence of tubal perforation was performed. This event, interpreted as suspicion of fallopian tube perforation, is anticipated in the reference safety information for essure. In the present case, during withdrawal of the delivery catheter, the latter remained stuck in the uterine tube and expanded/stretched with impression that the insert had remained on the catheter therefore a second insert was placed while the first one was in fact there. As the x-ray gave the impression of perforation, a diagnostic laparoscopy was performed. It is not clear from the case information, whether the perforation was confirmed or not. However, given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis and further information are expected.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("x-ray showed two inserts in place with impression of perforation") in a female patient who had essure (batch no. C26935) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "a second insert was placed while the first one was in fact there" on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device deployment issue ("during withdrawal of the delivery catheter, the latter remained stuck in the uterine tube and expanded/stretched with impression that the insert had remained on the catheter/ suggesting that essure had remained stuck and expanded on the catheter") and complication of device insertion ("x-ray showed two inserts in place with impression of perforation"). The patient was treated with surgery (diagnostic laparoscopy to check on the absence of tubal perforation). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device deployment issue and fallopian tube perforation with essure. The reporter commented: clinical consequences for the patient: laparoscopy and sick-leave for 1 week instead of returning to work the day after placement. Diagnostic results: on (B)(6) 2014 x-ray: two inserts in place with impression of perforation. Diagnostic laparoscopy to check on the absence of tubal perforation (no result provided). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 28-jul-2017 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 618 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 28-jul-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.